Event description:
An authorized service provider (asp), contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure) and delivering low fio2 (fraction of inspired oxygen). There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it being unable to maintain peep (positive end expiratory pressure) and delivering low fio2 (fraction of inspired oxygen) were confirmed. The asp replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the efm and the ift.